Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurs.